Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch reset to unipolar mode. Review of the system noted many ventricular tachycardia events with oversensing of noise which led to pacing inhibition with greater than two seconds of asystole. The patient was pacemaker dependent but was not symptomatic. Surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.